Event description:
It was reported that an mobile power unit (mpu) was found to be defective.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable rubber was loose at the lemo connector, the bottom of the housing was damaged near the patient cable inlet, the battery ribbon was frayed, and the handle was damaged. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable, bottom cover, battery ribbon, and handle were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2016. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was loose at the white and black connectors, the bottom housing was damaged near the patient cable inlet, the battery ribbon was frayed, and the handle was damaged. It was concluded that the patient cable, bottom cover, battery ribbon, and handle all needed replacement. The software also needed updating.